Event description:
The customer reported via phone call that she experienced low blood glucose levels. Her blood glucose levels were 32 mg/dl, 35 mg/dl, and 38 mg/dl. She had the stomach virus. The customer ate a lot of carbohydrates to bring her blood glucose level up but they did not increase that much. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.